Event description:
Customer notified baxter product surveillance of a continu-flo soln. Set in which the male luer adaptor was very hard to turn and secure to the catheter. This resulted in a leak at the connection. This occurred when the nurses tried to get the catheter in and attach the tubing. When they were trying to attach the sleeve, they could not turn it to lock it in place. The packaging was reported to be intact. The sample was discarded. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.